Event description:
It was reported that the bd 5mm pen needle experienced an outer over that was too tight. The following information was provided by the initial reporter: the customer said the needle shield is too tight.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Manufacturer narrative:
H.6. Investigation: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. A review of the manufacturing records was performed and no non-conformances were raised in association with this type of event for this lot. 7pcs retention samples were performed cover pull force test, all samples meet the product specification. H3 other text : see h.10.

Event description:
It was reported that the bd 5mm pen needle experienced an outer over that was too tight. The following information was provided by the initial reporter: the customer said the needle shield is too tight.